Event description:
Caller reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer's blood glucose level. Initially, the pump's screen was dark and wouldn't turn on, but after being connected to the tandem wall adapter for six minutes, it showed a malfunction screen, and eventually, the pump began charging after being connected for 30 consecutive minutes with the original charging supplies. No further assistance was required.